Event description:
It was reported that there was a malfunction with the pump, identified as malfunction 16. There was no adverse impact to the customer¿s blood glucose level. The customer took corrective action by resetting the pump, and technical support arranged for a pump replacement. The customer was instructed on how to prepare the pump for return and was given a pre-paid label for return shipping. The customer reverted to manual injections for insulin therapy.